Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The decision was made to place the impella cp via the right femoral artery pre-percutaneous coronary intervention. During impella support, the patient was in atrial fibrillation and had a few runs of ventricular tachycardia. The impella cp was successfully weaned and explanted.